Event description:
It was reported that during a device change out due to normal eri, the device registered an output anomaly during dft testing, and the patient was rescued with external defibrillation. The right ventricular lead was found to be pulled back but not dislodged. The svc coil had been pulled near to the pocket, and appeared to be fractured due to crush from the clavicle or first rib. The physician believes the lead had not been sutured properly at implant. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 19.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.